Event description:
Information was received that during use of this smiths medical cadd extension sets, delivery accuracy issue was noted. Reported that the nurse observed a 20 percent overfill. It was also reported that the customer stated that "we do not know if the patient is being harmed by not receiving the full intended dose". No reported adverse effects.